Event description:
Reporter states the customer had obtained a result of 611 mg/dl on the compact system, which is outside the meter reading range of 10-600 mg/dl. Reporter states customer was not feeling well when this result was obtained (symptoms unk). Paramedics arrived 20 minutes after her result and obtained result of 602 mg/dl on their meter. Treatment unk and customer passed away the same day, reportedly due to heart failure. Requested return of suspect device and replacement was sent.